Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 148158 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 148158 and test base part number 195-430h / lot 141980a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 148158 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updates fields: d1, d2, d3, g1, g3, and g4.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false negative result with the binaxnow covid 19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab the binaxnow test was performed on (B)(6) 2021 and generated negative results. Confirmation testing was performed with pcr and generated positive results. The user confirmed there was no patient harm due to the test results. Additionally, the user confirmed there was no delay or impact in the patient's treatment.